Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer indicated receiving a "scan again in 10 minutes" for over two hours when scanning the adc device. As a result, the customer was unable to obtain scan readings and experienced symptoms described as trembling, malaise, perspiration, nervousness, and headache, requiring treatment of glucagon injection administered by spouse. There was no report of death or permanent injury associated with this event.